Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pacemaker dependent patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The patient's condition was stable. No intervention was reported.

Event description:
New information noted that the patient was asymptomatic to the event. The device was explanted and replaced on (B)(6) 2016. The patient was asymptomatic post procedure.